Event description:
The user facility reported a 59-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella rp flex support and the staff noted that when purge alarm initially started, the patient had just been turned and motor currents show up into the 700 ma¿s compared to where it had been in the high 400 low 500 range. The automated impella controller (aic) was sent in for investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) other issue has been completed. Data logs were reviewed which showed a ¿purge pressure low¿alarm¿ event #431, which was resolved immediately. The real time (rt) log shows that the purge pressure dropped under 300 mmhg for more than 30 seconds. Purge pressure dropped below 300 mmhg, which aligns with the reported failure mode ¿ ¿purge pressure low¿. The console was returned for evaluation and upon testing, the reported issue could not be reproduced the reported failure mode by running the test cassette and optical pump for 21 hours. No issue was found in the purge pressure accuracy. Dextrose deposit was found inside the aic, behind the purge cassette insert, which is unrelated to the reported failure mode. The root cause for the purge pressure low alarm was not determined due to the inability to reproduce. Added- d9 device return date, h6 impact code 925 d1-corrected brand name and common device name. D4-corrected model number.